Event description:
The customer experienced issue with ammonia results for an unknown number of patient samples from cobas c501 serial number (B)(4). Of the data provided, only the results for one patient were discrepant and reported outside the laboratory. All results are in umol/l. The initial result was 104 and was reported outside the laboratory. The nurse questioned the result as the patient was receiving lactulose to lower the patient's ammonia level and they did not expect the result to be higher than the patient's previous result. The sample was repeated the original analyzer with two different reagent cassettes. The result from the first cassette was (103.7) 104 and the result from the second cassette was 64 with a data flag. The sample was also repeated on another cobas c501 analyzer at the site and the result was 104. The patient was redrawn and two samples were received. On the original analyzer, the result from the first tube with the first reagent cassette was 97.7. The result with the second reagent cassette was 48.8 with a data flag. The second tube was tested on the other cobas c501 analyzer at the site and the result was 49. This result was believed to be correct and a corrected report was issued. Due to the erroneous result, the doctor had increased the lactulose dose. It was administered to the patient just before the corrected result was reported. No adverse event occurred due to this treatment. The customer refused a service visit and stated she believed the issue was due to the reagent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.